Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the target lesion was located in the 100% stenosed superficial artery (sfa) with a vessel diameter of 5mm and length of 110mm and was classified as a tasc ii b lesion. The lesion was predilated using a 3mm x 120mm sterling balloon catheter. Predilation was then performed using a 4mm x 120mm sterling balloon catheter resulting in 5% residual stenosis. A grade b dissection was noted. The dissection was treated with dilation using a 5mm x 120mm mustang balloon catheter and a 5 mm x 100 mm ranger drug coated balloon catheter. Additional dilation was performed using a 5 mm x 40 mm ranger drug coated balloon catheter. Following treatment with the ranger balloons, vessel recoil was noted. The event was resolved with post-dilation and there was 5% residual stenosis. Two days later the patient was discharged on clopidogrel and another antiplatelet drug. There were no further patient complications reported and the event was considered to be resolved that day.